Event description:
It was reported that a physician in an online survey stated that the instructions for use (IFU) for the eagle inflation device does not provide sufficient information about the product and its medical application because of comlcaciones related to the event found in the project x-force urethral research.

Manufacturer narrative:
The reported event is inconclusive as no sample was provided for evaluation. Although an exact root cause could not be determined a potential root cause could be user unaware of conditions that will increase risk of using device and performing procedure. The lot number was unknown; therefore, the device history record could not be reviewed. Labelling review is not required as the product catalog number is unknown. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician in an online survey stated that the instructions for use (IFU) for the eagle inflation device does not provide sufficient information about the product and its medical application because of comlcaciones related to the event found in the project x-force urethral research.